Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with the insulin pump settings. The customer then stated that she was in the hospital for most of june due to high blood glucose levels. The customer stated that her doctor would be conducting troubleshooting on the insulin pump. The customer could not stay on the phone as her phone battery was about to die. Nothing further was reported.